Event description:
Information was received by a manufacture representative (rep) via an (B)(6) trial patient regarding an external neurostimulator (ens). Patient experienced soreness from the procedure. The next day, patient mentioned they aren't completely emptying their bladder because they "still presses down on their stomach." They also mentioned its a hard time getting to sleep because of the wires. On (B)(6), patient mentioned when they get off the antibiotics, they will get a yeast infection and they wanted to know who should they speak with. As a result of what was reported, the patient was referred back to their healthcare provider (hcp). No device issue and no further patient complications have been reported as a result of this event.